Event description:
It was reported to philips that geometry was not possible. The system was in clinical use at the time of the reported event. The patient was moved to another system to complete the procedure. There was no allegation of injury to the patient or user. An investigation into this complaint has been initiated by philips.